Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a labrum reconstruction surgery, the osteoraptor anchor fractured during implantation. The pieces were removed using tweezers. Insertion site was prepared using hollow drills and anchor tools. Surgery was completed with a back-up device instead, using the original bone hole, there was no void left in the patient. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Event description:
It was reported that, during a labrum reconstruction surgery, the osteoraptor anchor fractured during implantation. The pieces were removed using tweezers. Insertion site was prepared using hollow drills and anchor tools. Surgery was completed with a back-up device instead, using the original bone hole, there was no void left in the patient. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient status is fine.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 b5: description updated. H3, h6: part of the device, used in treatment, was received for evaluation. An image evaluation was performed and found the shaft of the device with sutures around it on a surgical blanket. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. Two sutures were returned off the device with no visible defect. The anchor was not returned. The insertion device has no visible defect. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.